Event description:
The customer reported that the system would not display a live image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Repairs were done, however, the system is not working. Further service is required. No additional information was provided.